Event description:
It was reported via repair work order that the cot was stuck in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has been instructed on the proper procedure of loading and unloading the cot and the cause of the issue.

Event description:
It was reported via repair work order that the cot was stuck in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.